Event description:
The customer reported via telephone receiving multiple motor error alarms from the insulin pump, and that his blood glucose had shot up to 545 mg/dl. The customer was advised to discontinue use of the insulin pump and to return it for analysis and a replacement. The customer declined to troubleshoot the high blood glucose, and his reading during the phone call was 191 mg/dl.

Manufacturer narrative:
Findings: no unexpected motor error alarms noted. Passed displacement test, rewind test, basic occlusion test, prime/a33 test, occlusion test, excessive no delivery test and motor test. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.